Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a proultra endo tip #4 pack tip broke during use. No injury.

Manufacturer narrative:
Investigation completed. Customer returned 1x puendo4 lot 0000420536 in an autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Root cause is unknown. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.